Event description:
A female patient (aci sales professional confirmed that this patient is a patient of the attending physician.) Called aci's complaint handling on (B)(6) 2011 to obtain information whether her lower back pain was associated with the mynx closure. The patient stated that on (B)(6) 2011, she underwent a diagnostic coronary catheterization procedure due to EKG results. Access was obtained at the common femoral artery via an unknown procedural sheath. Following the procedure, the physician who is a trained user of the mynx, chose the mynx (unknown model) to close the access site. There were no complications during the procedure or closure. The patient was ambulated and discharged to home the same day with no reported clinical sequela. In the early morning hours of (B)(6) 2011, the patient presented to the emergency room (ER) because of swelling that started from the puncture site down to her kneecap. While in the ER, doppler ultrasound was performed but no clot or hematoma was present. Material taken from the patient's groin was sent for culture but came back negative for infection. Per the patient, while she was still in the ER, she received 2 antibiotic injections of clindamycin. The patient reported that she was sent to home that same day with a prescription for a 10-day oral antibiotic (clindamycin). She stated that she is still having lower back pain above her pelvic area but testing showed no evidence of urinary tract infection (uti) although she has a bladder infection. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.